Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A computed tomography (CT) scan indicated that the balloon appeared partially empty. A surgical procedure was performed, but after inspecting the tubing, connections, and all components, the source of the leakage could not be identified. Therefore, the entire system was replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a thorough evaluation. The balloon was visually inspected, leak tested and functionally tested. No anomalies were identified, and the balloon component successfully passed all three tests. The cuff was visually inspected and leak tested. No anomalies were found, and the cuff component passed both tests. The pump was visually inspected, leaked and functionally tested. The visual inspection revealed that the pump spring was misaligned and the internal ball was out of position. Although the pump passed the leakage test, it did not pass the low flow functional test, producing an output below the required pressure specification. The pump pressure requirement is equal to or greater than 2.1 psi, and the measured value fell below this threshold. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the available information and analysis results, the reported clinical observation of balloon fluid leakage could not be confirmed. However, the pump not passing the functional test could affect product performance. The reported patient symptom of urinary incontinence is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A computed tomography (CT) scan indicated that the balloon appeared partially empty. A surgical procedure was performed, but after inspecting the tubing, connections, and all components, the source of the leakage could not be identified. Therefore, the entire system was replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).